Event description:
A customer reported that the phacoemulsification system displayed an error message during a procedure. Add¿l info was received indicating that the error message displayed during the phacoemulsification portion of the procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l info becomes available. (B)(4).